Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. Customer¿s blood glucose was between 54 and 500 mg/dl. Reportedly, the customer reverted to an alternate method for insulin delivery.